Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set experienced no flow which resulted in a "downstream occlusion¿ alarm during an unspecified patient infusion with an IV (intravenous) infusion pump. The alarm occurred after the infusion was stopped to allow for blood work. An attempt was made to clear the tubing by opening all the clamps; however, the line was occluded with no flow. As a result, the tubing was disconnected from the patient and removed from the pump. A new medication bag was prepared by the pharmacy and a new tubing was used to continue the patient¿s therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Functional testing including pressure testing and clear passage testing was performed with no issues noted. Priming was also performed on the set and no flow was observed in through the filter of the sample. The reported condition was verified. The cause of the reported condition was a manufacturing related issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.